Event description:
On (B)(6) 2011 the pt's husband reported that on (B)(6) 2011 the pt's blood glucose level was 33 mg/dl at 3:00 am. Her normal blood glucose range is 90 - 120 mg/dl. The pt was unconscious and her husband was unable to revive her. He contacted paramedics who arrived and gave the pt glucose by mouth. The pt was revived while being taken to the hosp by paramedics. The pt was admitted to the hosp. The pt does not remember the exact length of stay, but reported that she was released on either (B)(6) 2011. The pt was given something to increase her blood glucose levels when she arrived at the hosp. The pt discontinued use of the insulin infusion device while at the hosp and was administered a fast acting insulin, as needed, instead. Troubleshooting with the pt did not reveal any issues with the infusion device or the way it was being used. The pt's husband reported that he felt that the pt bolused too much insulin after a meal at 9:00 pm on (B)(6) 2011 causing the pt's blood glucose level to decrease too much. Product was not requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.